Event description:
It was reported that remote transmissions failed to process because of how a specific electrogram in the implantable pulse generator (ipg) was programmed. The vector was reprogrammed and transmissions were successful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.